Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and on the bottom of the liberty cart during their pd treatment. The patient reported receiving several air detected in cassette alarms during dwell 4 of 4 of treatment and the treatment was cancelled. The fluid leak was discovered in dwell 4 of 4. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred on (B)(6) 2021. The patient stated that the fluid leak occurred during dwell 4 of 4. The patient stated that the fluid leak came from the patient line and stated that it leaked onto their floor and the bottom of the liberty cart. The patient confirmed that the fluid leak occurred from the patient line and stated that fluid did not get on or near the cycler. Prior to the leak, the patient received several air detected in cassette warnings during dwell 4 of 4 of treatment. Fluid did not come in contact with the cycler. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and on the bottom of the liberty cart during their pd treatment. The patient reported receiving several air detected in cassette alarms during dwell 4 of 4 of treatment and the treatment was cancelled. The fluid leak was discovered in dwell 4 of 4. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred on (B)(6) 2021. The patient stated that the fluid leak occurred during dwell 4 of 4. The patient stated that the fluid leak came from the patient line and stated that it leaked onto their floor and the bottom of the liberty cart. The patient confirmed that the fluid leak occurred from the patient line and stated that fluid did not get on or near the cycler. Prior to the leak, the patient received several air detected in cassette warnings during dwell 4 of 4 of treatment. Fluid did not come in contact with the cycler. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and on the bottom of the liberty cart during their pd treatment. The patient reported receiving several air detected in cassette alarms during dwell 4 of 4 of treatment and the treatment was cancelled. The fluid leak was discovered in dwell 4 of 4. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred on (B)(6) 2021. The patient stated that the fluid leak occurred during dwell 4 of 4. The patient stated that the fluid leak came from the patient line and stated that it leaked onto their floor and the bottom of the liberty cart. The patient confirmed that the fluid leak occurred from the patient line and stated that fluid did not get on or near the cycler. Prior to the leak, the patient received several air detected in cassette warnings during dwell 4 of 4 of treatment. Fluid did not come in contact with the cycler. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.